Event description:
It was reported that at a remote alert was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) had declared a battery depletion (bd) code. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD is retained by the healthcare facility, and it is unknown whether this product will be returned for analysis.

Event description:
It was reported that at a remote alert was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) had declared a battery depletion (bd) code. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.